Manufacturer narrative:
The customer resolved the issue by replacing the ict module (B)(4) on the analyzer. A site visit by field service found no additional problems and confirmed the issue was resolved. Return testing was not completed as returns were not available. A review of the architect serial number (sn) (B)(4) service history found no other reports of inconsistent or erratic results have been received. A review of complaints for ict module lot 181002 found no other complaints and no trends were identified. A review of the architect c8000 systems found no systemic issues or trends for erratic/discrepant results. The architect system operations manual provides labeling about the ict module warranty, limitations of result interpretation, maintenance, component replacement, and troubleshooting the reported issue. Based on the investigation no product deficiency was identified for either the architect, sn (B)(4), or the ict module, sn (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated sodium (na) results generated on one patient on the architect analyzer. The results provided were: on (B)(6) 2019 sidhm (B)(6) = 161.2mmol/l / repeated = 142.5mmol/l. There was no reported impact to patient management.